Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced keypad anomaly. Customer reports that act button required several presses in order to respond. Customer was advised to contact hospital to have insulin pump replaced. No further information provided.